Event description:
The customer reports a falsely decreased potassium assay result generated on an architect c4000 analyzer. A female patient that came into the emergency room generated a potassium result of 3.4 mmol/l. The emergency room questioned this result and ordered a new specimen drawn. This second sample generated a potassium result of 6.6 mmol/l. The initial sample was then retested and generated a result of 6.8 mmol/l. The second sample was also retested and generated a result of 6.6 mmol/l. Controls have remained within specifications on all runs with no error codes/messages generated for any results. The customer noted that the integrated chip technology (ict) module has been on the analyzer since (B)(4) 2011 and that they usually obtain 6 to 7 months of life from the modules. There was no impact to patient management due to this issue.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). Low test results (B)(4).

Manufacturer narrative:
The issue was further investigated by the customer, who came to the conclusion that the discrepant potassium results for the patient sample were due to either microfibrin or a small bubble in the patient sample. The customer indicated that they were confident of this fact and required no further assistance. The product evaluation of the architect c4000 analyzer, serial number (B)(4) service history revealed no subsequent reports of imprecise /discrepant results. No adverse or non-statistical trends were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (96211-112) and the clinical chemistry integrated chip technology (ict) (na+, k+, cl-) reagent package insert (304465/r1) both contain information to address the current customer issue. Based on the results of the customer investigation and this product evaluation, a product malfunction was not identified. The customer concluded that sample integrity was the likely cause of the single discrepant potassium result.